Event description:
It was reported to philips that the ECG function on the device was intermittent, when the cable was plugged in the waveform was on and off. The customer believes there may be chemicals in the connector. There was no patient involvement.

Manufacturer narrative:
Correction: the report source was not foreign .